Event description:
A baxter sales representative reported a plexitron equipo gravitacionalp/ adm.de solu/oes 2,40 m in which the tube separated from the injection site. No patient involvement; therefore, no patient injury occurred.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter will continue to monitor similar reports to determine if further actions are required.